Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. It was confirmed that there was no sound coming from the device. The engineer restarted / rebooted the monitor, which resolved the issue.

Event description:
It was reported that the device is displaying speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.